Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation required medical intervention. Device issue: guide wire separation. It was reported that during a radial access procedure, the guide wire separated while in the patient's arm. There was no mention of resistance during the access attempt. It took about 20 minutes to retrieve the separated tip using a snare device, with no patient adverse effects reported. The decision was made not to proceed with the procedure and the patient is reported to be well. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the guide wire separation. Evaluation summary: quality assurance revealed the guide wire was returned with blood and contrast on the tip coils. The core was separated at proximal end of the hypotube. There was a piece of core attached at the proximal end of the hypotube. The tip coils were stretched 1 cm distal to the center solder, for a length of .5 mm. There were overlapping intermediate coils 2 mm proximal to the center solder, for a length of 1 mm. There was a bend in the shaping ribbon 3 mm proximal to the tipball. There were two kinks in the core 1.7 cm proximal to the separation and at the distal end of the hypotube. There was no other damage noted to the guide wire. The tip of the guide wire was tugged on to verify the core and shaping ribbon were intact. This was sent to scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information. Analysis found the guide wire was returned with blood and contrast on the tip coils, which is consistent with the wire being used in the body. The reported separation was confirmed. As there was no damage noted to the wire prior to use, the damage found during analysis is most likely the related to case circumstances. Sem analysis of the returned wire suggests that the core failed due to ductile overload a bend. Historically, for this kind of failure to occur, some portion of the guide wire would have to be trapped either in the anatomy or another product and continued attempts to advance the guide wire bend the core then trying to free the stuck guide wire by pushing and pulling would eventually overload the guide wire causing it to fracture at the initial bend. These forces could also bend the shaping ribbon and kink the core. Overlapped and stretched coils are usually indicative of the tip being trapped and push and pull forces exerted on the guide wire, or that damage may be due to handling, packing or shipment of the guide wire back to abbott vascular for analysis. To ensure damage does not occur during processing, manufacturing performs 100% tip pull test on the distal end of the wire, and performs a 100% visual inspection of the wire prior to packaging. Additionally, quality control performs an audit to ensure product quality. Based on the reported information, a conclusive cause for the separation and damage cannot be determined. Based on the analysis and sem of the returned guide wire, and because there was no damage noted to the guide wire during prep, there does not appear to be any indication of a product deficiency. This MDR is considered closed by the performance group.